Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. Per additional information received via follow-up on (B)(6) 2022, therapy was completed with another device and there was no patient impact

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. Per additional information received via follow-up on (B)(6) 2022, therapy was completed with another device and there was no patient impact

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue and the technician was unable to reproduce the alarm 05 during evaluation. No repairs were needed. During therapy, the device received an alarm 80 and reportedly was giving flow issues. Circulation pump ass and control panel were replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The DHR review not required as the bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.